Event description:
It was reported via the customer that it was noted the bur was stuck in the handpiece at the end of a surgical procedure. It was subsequently reported that during testing conducted at the manufacturer that the bur was broken inside the handpiece. It was further reported that there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The bur and handpiece subject to this investigation was returned for evaluation. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Part number and lot number information has not been provided to permit further investigation. The root cause was determined to be an incorrect bur used in the handpiece. The bur was found to be a j-notch style and not the recommended impaction bur. The IFU for the handpiece instructs the user on which components are to be used. The investigation results indicate that the user may have contributed to this event.